Event description:
A consumer had essure inserted on (B)(6) 2010 and subsequently experienced extreme fatigue, weight gain, metal taste in mouth, low-grade fevers, and rashes. She was taken to the ER with severe abdominal pain. Treatment was not reported. At an unspecified time, the consumer experienced multiple infections (unspecified), yeast infection, bacterial vaginosis and utis. On (B)(6) 2013, she went to the ER again, and was diagnosed with kidney stones. A CT scan showed that essure had migrated, perforating the fallopian tube, and was located near her left hip bone. The right coil had also migrated, but was still within the fallopian tube. On (B)(6) 2013, the essure coils were removed via laparoscopy. A salpingectomy was performed. The consumer subsequently recovered. (Note - consumer also reported directly to FDA, case (B)(4).)

Manufacturer narrative:
This spontaneous case report was received from a female consumer of unspecified age via regulatory authority in united states on 03-feb-2014 referring to herself. The consumer had essure (fallopian tube occlusion insert) inserted and experienced extreme fatigue, weight gain, metal taste in mouth, low grade fevers, unexplained rashes, taken to the ER with extreme abdominal pain, and devices have both moved with one migrating out of my fallopian tube. No information given on consumer's history, past drugs, concomitant drugs and concurrent conditions. On (B)(6) 2010 the consumer had essure (fallopian tube occlusion insert) inserted with lot number 689940. On an unspecified date the consumer experienced extreme fatigue, weight gain, metal taste in mouth, low grade fevers, and unexplained rashes. She was taken to the emergency room with extreme abdominal pain. The devices have both moved with one migrating out of her fallopian tube. Consumer's outcome was not reported. No assessment was given. Follow-up information received on 21-feb-2014 from consumer. Questionnaire answered: the consumers history included gravida 5, para 3 and 2 miscarriages. D&c (dilatation and curettage) was performed in 1997. Bcp-ortho low was used as back-up contraception after essure insertion. The consumer went to ER (emergency room) on (B)(6) 2013 and was diagnosed with kidney stones but the CT scan (computerized tomography) showed that essure was found broken all the way over by her left hip bone in the shape of a j going upwards. The consumer experienced multiple infections, yeast infection, bacterial vaginosis and utis (urinary tract infections). The right device had migrated but was still in the fallopian tube, the left had perforated the left fallopian tube and broke (complete perforation). No organ or intra-abdominal structure was affected. Also, the perforation did not occur during insertion. No pregnancy occurred. Allergy testing was performed in (B)(6) 2013 and was positive for nickel allergy. The devices were removed on (B)(6) 2013. The removal was medically necessary and was done by hysteroscopy, d & c, diagnostic laparoscopy, pelvioscopy and bilateral salpingectomy. Salpingectomy was reported as necessary. Pieces of uterus showed endometrial polyp, secretory type endometrium with stromal breakdown. Gross description: endometrial curettings were multiple red-brown ragged irregularly shaped hemorrhagic soft tissue fragments and mucous. Left fallopian tube was tan gray segment with fimbriated end. Right fallopian tube was tan gray smooth segment with fimbriated end. The consumer recovered from essure removal procedure and from symptoms and pain. She believed that the condition was caused by essure, because she had pelvic pain from the essure breaking and she had a nickel allergy. Ptc investigation result was received on 25-feb-2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: lot history record (lhr) reviewed. Product met product release specifications. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in (B)(4), processing essure cases in (B)(4). Medical assessment: the events reported are not necessarily indicative of a quality defect. Three (3) additional ae case reports have been received to date in relation to batch no. 689940 but only one of these cases refers to a similar type of event (device breakage). No unusual pattern is identifiable at this time. The review of the lot history records found that the product met product release specifications. No complaint sample was provided for technical investigation. At time of this medical evaluation the technical investigation concluded unconfirmed quality defect. Based on the available information, there is no reason to suspect a quality defect. Follow-up received on 25-feb-2014: the company contacted physician's office (physician's information was given by consumer). The consumer was only seen once in physician's office on (B)(6) 2013. The physician did not place essure. Follow-up information was received on 01-may-2014. She began feeling pain (after she believed the coils moved out of place) and found a doctor who surgically removed them. She was one of (B)(4) reports of problems with essure, since it came to market 10 years ago. She faced extreme pain, fatigue, bloating and unexplainable rashes. Follow up information received on 26-apr-2016: legal claim was received for this patient; this case is considered legal case from this date forward. After being implanted with essure, the plaintiff began to suffer from severe pelvic pain. Plaintiff had to have a hysterectomy as a result of essure. Incident (required intervention). This spontaneous case report was received from a female consumer of unspecified age via regulatory authority in united states on 03-feb-2014 referring to herself. The consumer had essure (fallopian tube occlusion insert) inserted and experienced extreme fatigue, weight gain, metal taste in mouth, low grade fevers, unexplained rashes, taken to the ER with extreme abdominal pain, and devices have both moved with one migrating out of my fallopian tube. No information given on consumer's history, past drugs, concomitant drugs and concurrent conditions. On (B)(6) 2010 the consumer had essure (fallopian tube occlusion insert) inserted with lot number 689940. On an unspecified date the consumer experienced extreme fatigue, weight gain, metal taste in mouth, low grade fevers, and unexplained rashes. She was taken to the emergency room with extreme abdominal pain. The devices have both moved with one migrating out of her fallopian tube. Consumer's outcome was not reported. No assessment was given. Follow-up information received on 21-feb-2014 from consumer. Questionnaire answered: the consumers history included gravida 5, para 3 and 2 miscarriages. D&c (dilatation and curettage) was performed in 1997. Bcp-ortho low was used as back-up contraception after essure insertion. The consumer went to ER (emergency room) on (B)(6) 2013 and was diagnosed with kidney stones but the CT scan (computerized tomography) showed that essure was found broken all the way over by her left hip bone in the shape of a j going upwards. The consumer experienced multiple infections, yeast infection, bacterial vaginosis and utis (urinary tract infections). The right device had migrated but was still in the fallopian tube, the left had perforated the left fallopian tube and broke (complete perforation). No organ or intra-abdominal structure was affected. Also, the perforation did not occur during insertion. No pregnancy occurred. Allergy testing was performed in (B)(6) 2013 and was positive for nickel allergy. The devices were removed on (B)(6) 2013. The removal was medically necessary and was done by hysteroscopy, d & c, diagnostic laparoscopy, pelvioscopy and bilateral salpingectomy. Salpingectomy was reported as necessary. Pieces of uterus showed endometrial polyp, secretory type endometrium with stromal breakdown. Gross description: endometrial curettings were multiple red-brown ragged irregularly shaped hemorrhagic soft tissue fragments and mucous. Left fallopian tube was tan gray segment with fimbriated end. Right fallopian tube was tan gray smooth segment with fimbriated end. The consumer recovered from essure removal procedure and from symptoms and pain. She believed that the condition was caused by essure, because she had pelvic pain from the essure breaking and she had a nickel allergy. Ptc investigation result was received on 25-feb-2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: lot history record (lhr) reviewed. Product met product release specifications. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in (B)(4), processing essure cases in (B)(4). Medical assessment: the events reported are not necessarily indicative of a quality defect. Three (3) additional ae case reports have been received to date in relation to batch no. 689940 but only one of these cases refers to a similar type of event (device breakage). No unusual pattern is identifiable at this time. The review of the lot history records found that the product met product release specifications. No complaint sample was provided for technical investigation. At time of this medical evaluation the technical investigation concluded unconfirmed quality defect. Based on the available information, there is no reason to suspect a quality defect. Follow-up received on 25-feb-2014: the company contacted physician's office (physician's information was given by consumer). The consumer was only seen once in physician's office on (B)(6) 2013. The physician did not place essure. Follow-up information was received on 01-may-2014. She began feeling pain (after she believed the coils moved out of place) and found a doctor who surgically removed them. She was one of (B)(4) reports of problems with essure, since it came to market 10 years ago. She faced extreme pain, fatigue, bloating and unexplainable rashes. Follow up information received on 26-apr-2016: legal claim was received for this patient; this case is considered legal case from this date forward. After being implanted with essure, the plaintiff began to suffer from severe pelvic pain. Plaintiff had to have a hysterectomy as a result of essure. Company causality comment this spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced multiple infections, the right had migrated but was still in the fallopian tube, the left had perforated the left fallopian tube and broke and was taken to the ER with extreme abdominal pain. This is not medically confirmed. These events are considered serious due to medical importance; multiple infections is unlisted in the reference safety information for essure, while other events are listed. Based on the provided information, a causal relationship between essure use and the reported serious events cannot be excluded. This case was regarded as incident since intervention was required. Additionally, non-serious events were reported. According to product technical complaint investigation results, there is no reason to suspect a quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
On 10-jan-2017: follow up from new lawyers: essure implanted for permanent birth control, reported events: severe injuries (unspecified), physical pain. Company causality comment: this spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced multiple infections (interpreted as pelvic infections), the right had migrated but was still in the fallopian tube, the left had perforated the left fallopian tube and broke and physical pain: taken to the ER with extreme abdominal pain. CT scan showed essure found broken all the way over by her left hip bone in shape of j going upwards. She underwent a hysteroscopy, d & c, diagn. Laparoscopy, hysterectomy, bilateral salpingectomy. This is not medically confirmed. These events are considered serious due to medical importance and anticipated according to the reference safety information for essure. Based on the provided information, a causal relationship between essure use and the reported serious events cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. According to product technical complaint investigation results, there is no reason to suspect a quality defect. Upon receipt of follow-up information, this case became legal. Further information will be obtained through the litigation process.